Event description:
It was reported that the patient required cesarean delivery. A foley catheter was placed and balloon was inflated. Registered nurse pulled back on foley catheter to ensure proper placement. Urine output was present in the catheter throughout the procedure. After the surgery, the balloon was found to be deflated, and the catheter had been spontaneously removed. A new catheter had to be placed after surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection of the sample was evaluated and found no abnormality on the silicone catheter. Inflated and deflate with no leaking observed. Functional testing: inflated the returned catheter no leaking observed. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. Correction: d, e, g, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient required cesarean delivery. A foley catheter was placed and balloon was inflated. Registered nurse pulled back on foley catheter to ensure proper placement. Urine output was present in the catheter throughout the procedure. After the surgery, the balloon was found to be deflated, and the catheter had been spontaneously removed. A new catheter had to be placed after surgery.